Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the surgeon used five 1 seals, four ms512's, one 512h and four 512sd's and all leaked co2 due to torn gaskets. All were replaced. The surgeon used an atw35 for a total of 30 firings. The surgeon used the sw100 and the instrument leaked co2 throughout the case and it was replaced. There was no consequence to the patient.